Event description:
It was reported that on an unknown date in (B)(6) 2015, a bd one-piece multi-use one-piece sharps collector was placed into an autoclave machine. The sharps collector collapsed while in the autoclave machine and needles poked through it. When a housekeeper removed the device from the autoclave machine, he/she obtained a needle stick injury from one of the exposed needle. It is unknown if the needle was contaminated with a communicable disease or hazardous drugs. The housekeeper went to employee health but no medical intervention was provided as the needle had been autoclaved and was considered sterile.

Manufacturer narrative:
Results: a sample is not available for evaluation. A photo of the used device was inspected and revealed a deformed red one piece sharps collector bearing a yellow label with multiple needles poking through the sides. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Of note, per the product description, this product is not designed to be autoclaved. Pir #(B)(4).